Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, device evaluation found no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a poor image. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by defective charge-coupled device. Olympus will continue to monitor field performance for this device.